Manufacturer narrative:
The reported event is inconclusive due to sample quality. Visual evaluation noted 2 photo samples received. First photo sample zooms on the tip of the guidewire. Second photo sample shows top view of guidewire within holder sitting on top of packaging. Due to the condition of the photo sample received it is unknown if the product meets specifications. Although an exact root cause could not be determined a potential root cause could be inadequate material. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after unpacking nitinol guidewire and when preparing for use, the clinician found that the flexible tip of the guide wire bifurcated rather than an entirety. It was stated that the since the patient had an infectious disease, the hospital had disposed of the damaged sample and did not retain it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after unpacking nitinol guidewire and when preparing for use, the clinician found that the flexible tip of the guide wire bifurcated rather than an entirety. It was stated that the since the patient had an infectious disease, the hospital had disposed of the damaged sample and did not retain it.